Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during three-month post implant, patient experienced diaphragmatic stimulation caused by the left ventricular ( lv) lead. It was noted that at the office visit, phrenic nerve stimulation was reproducible during interrogation. Reprogramming was done, which resolved the stimulation and the lead remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.